Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No product was returned. We are unable to confirm the reported complaint. If the product is returned, will reopen this complaint for further investigation.

Event description:
It was reported that during a test infusion run the pump pushed the medications too fast. No patient injury was reported.